Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they took a shower and did a complete set change. The customer stated that when they removed the set from their body, the cannula was all bent up. Customer did a complete set change and after rewinding the pump, the drive support cap moved back into the recessed position. The customer's blood glucose was 337 mg/dl at the time of the incident. Customer received a low reservoir and refilled it using the same set and reservoir. Customer was running high since this morning. Customer declined a replacement pump. Customer's current blood glucose was 384 mg/dl. Customer treated with the pump. Customer stated that the drive support cap was flushed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.